Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 27 mg/dl. Customer was treated with intravenous insulin and fluids, and was released from the hospital the following day with no permanent damage. Reportedly, the pump carbohydrate ratio setting needed to be updated. Tandem technical support assisted the customer in updating the pump's carbohydrate ratio setting per healthcare provider's instruction.